Event description:
The patient reported that she had not used the infusion device for a year and a half. She began using it again in 2009 and she changed the basal rates. After one day of use, she began to feel sick and her blood glucose was elevated to 20 mmol/l (360 mg/dl). She injected insulin via pen to lower her blood glucose. She later found that the new basal rates had not been saved in the infusion device. The patient's diabetes nurse reprogrammed the basal rates and stated that the check button is hard to press and the device looks very worn and the rubber around the buttons does not look tight. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.